Manufacturer narrative:
The report of ¿shocking sensation¿ with stimulation on was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all testing on the ate which verifies the electrical performance of the control/communication circuitry and monitors impedance and output amplitude on all electrodes; no issues were identified.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04312. Related manufacturer reference number: 3006705815-2019-04313. It was reported the patient was experiencing overstimulation. Reprogramming was unsuccessful. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2019 where in the system was explanted.